Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Information was received based on review of a journal article titled, "ceramic -on metal vs. Metal -on metal in total hip arthroplasty¿ which compared clinical and radiological results in mom (metal-on-metal) versus com (ceramic-on-metal) total hip arthroplasties (tha). The study was conducted during 2009-2011 and involved two-hundred twelve (212) unilateral end-stage hip osteoarthritic patients. Of the 212 patients, seventy (70) patients underwent tha procedures in the (B)(6) and one-hundred forty-two (142) patients underwent thas in (B)(6). The patients who received implants in the (B)(6) were divided into two groups; one group (36 patients) received com total hips and the second group (34 patients) received mom total hips. This report provides the short term results for the 70 patients who underwent total hip arthroplasty procedures in the (B)(6). The journal article reports that patients in the com group underwent revision procedures due to the following reasons: one (1) revision due to peri-prosthetic fracture. One (1) revision due to dislocation. One (1) revision due to malalignment with impingement. One (1) revision due to pain and armd (adverse reaction to metal debris). The journal article reports that nine patients in the mom group underwent revision procedures due to armd. The authors of the study conclude that blood metal ion levels were higher and there were more revisions for armd with mom than com tha¿s with no difference in functional outcomes at short term follow up. Revision rate for armd (9%) in three years in mom tha is high.

Event description:
Information was received based on review of a journal article titled, "ceramic -on metal vs. Metal -on metal in total hip arthroplasty¿ which compared clinical and radiological results in mom (metal-on-metal) versus com (ceramic-on-metal) total hip arthroplasties (tha). The study was conducted during 2009-2011 and involved two-hundred twelve (212) unilateral end-stage hip osteoarthritic patients. Of the 212 patients, seventy (70) patients underwent tha procedures in the united kingdom and one-hundred forty-two (142) patients underwent thas in finland. The patients who received implants in the UK were divided into two groups; one group (36 patients) received com total hips and the second group (34 patients) received mom total hips. This report provides the short term results for the 70 patients who underwent total hip arthroplasty procedures in the UK. The journal article reports that patients in the com group underwent revision procedures due to the following reasons: one (1) revision due to peri-prosthetic fracture. One (1) revision due to dislocation. One (1) revision due to malalignment. One (1) revision due to unexplained pain.. The journal article reports that nine patients in the mom group underwent revision procedures due to armd (adverse reaction to metal debris). The authors of the study conclude that blood metal ion levels were higher and there were more revisions for armd with mom than com tha¿s with no difference in functional outcomes at short term follow up. Revision rate for armd (9%) in three years in mom tha is high.

Manufacturer narrative:
The information being reported was found in the journal article titled "ceramic-on metal vs. Metal-onmetal in total hip arthroplasty". This report references the seventy patients who received mom and comm total hips in the united kingdom. The remaining one-hundred forty-two patients received mom and com total hips in finland and were reported under manufacturer report number 1825034-2014-05320. Current information is insufficient to permit conclusions as to the causes of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by manninen m, higgins je, price m, pearce a, pesola m,conn ks, britton jm, stranks gj. Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.